Event description:
While the ventilator was connected to a patient, high pressure alarms were generated and a rattling sound was heard. The patient's saturation decreased and the situation was solved by change of ventilator. The final patient outcome was reported to be no injury.